Event description:
The only information provided was "the trocar fell apart". No patient information was provided. The trocar does not appear to have been used on a patient.

Event description:
The only information provided was "the trocar fell apart". No patient information was provided. The trocar does not appear to have been used on a patient.